Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified left anterior descending coronary artery (lad). A 2.5x15 mm trek rx balloon dilatation catheter (bdc) was used for pre-dilatation but ruptured at 8 atmospheres (atm) during the fourth inflation. The device was removed with no issues and sufficient dilatation was confirmed with intravascular ultrasound (ivus). The procedure was completed after stenting without any issues. There were no adverse patient effects and no clinically significant delay. No additional information was provided.